Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "the pump did not infuse over the correct amount of time. It was a 24 hour infusion and it ended around 22 and a half hours," which was reproduced. The history log review revealed events matching the customer description. An "air-in-line!" Alarm occurred approximately 2.5 hours prior to expected completion of the infusion, which can occur if the bag is empty prior to completion of the program on the pump. The reported condition was verified. The cause was determined to be the pressure plates. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy of chemotherapy drug f5u. Volume to be infused was 300ml, flow rate was 12.6ml/hr and actual amount infused was 300ml. It was stated that the device was programmed to infuse over the course of 24 hours and the nurse found the intravenous ( IV) bag to be empty around 22.5 hours into the infusion. The infusion completed about 2 hours faster than expected. The event happened at the 8th floor north of the oncology care area. No additional information is available.